Manufacturer narrative:
Visual evaluation of pictures provided showed visible bio debris on the explanted articular surface and femoral component. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining standard femoral component left size 8 catalog #: 42502606401 lot #: 65763434, persona cemented all-poly patella 35mm catalog #: 42540200035 lot #: 65885869, persona stemmed cemented tibial component left size f catalog #: 42532007501 lot #: 65844180. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address loss of range of motion and instability approximately sixteen (16) months post-operatively. The patient was revised to a posterior stabilized femur for increased stability and upsized to account for mid-flexion instability. Initial operative notes noted no intraoperative complications. Attempts have been made; however, no additional information is available.